Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was an empty supply bag that disconnected from the supply line of the amia cassette. Renal therapy services (rts) reviewed proper procedures with the patient and advised to end the therapy session. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding incomplete therapy and treatment advice. There was no patient injury or medical intervention associated with this event. No additional information is available.